Event description:
It was reported the cco measurement accuracy was questioned by the physician. The nurse used manual bolus methodology to obtain an accurate co measurement. Engineering did not provide direct troubleshooting support.

Manufacturer narrative:
The catheter was received with the contamination shield attached to catheter, the proximal end was approximately 94cm from the tip. The catheter ran cco on vigilance I and vigilance ii monitors for 5 minutes with no error messages. No visible inconsistencies were observed on eeprom data. The thermistor and thermal filament circuit were continuous. The thermistor read 37.2 c when submerged in a 37.0 c water bath; thermistor temperature reading accuracy is +/- .3c per the vigilance manual. There were no open or intermittent conditions. Both the thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. A 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip and the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. No leakage from the catheter body or connectors was noted. The proximal infusion lumen was occluded with what appeared to be blood. The proximal injectate and pa distal lumens were patent without leakage or occlusion. No visible damage was observed on the optical module connector, catheter body, or returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint could not be confirmed during testing; no product problems were identified. It is not known if some procedural factors may have contributed to this event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be confirmed.